Manufacturer narrative:
The insulin pump was received with missing segments due to a cracked lcd zebra connector. They were unable to perform the full all functional testing including the displacement, rewind, basic occlusion, occlusion, prime/compromised force sensor system, and excessive no delivery test due to the missing segments. The pump was received with a cracked reservoir tube lip, a minor scratched lcd window, and a scratched reservoir tube window.

Event description:
The customer reported via phone call that she can see the top and the bottom of the insulin pump screen but not the middle. Customer stated that the lcd screen is hard to read. Customer does not remember how the damage occurred. Customer can only see part of the screen. Customer was advised that the pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan.